Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the implant procedure, an atrial lead dislodgement was noted and interrogation revealed a loss of p-wave sensing. The patient experienced no adverse events. The lead was deactivated and the patient is in stable condition.